Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient will undergo a revision surgery for unknown reasons. No patient consequences were reported.

Manufacturer narrative:
Concomitant medical products- 183722 name: vngd ps+ tib brg 12x63/67mm lot: 661670, 141212 name: biomet ilok pri tib tray 67mm lot: 283820, 184764 name: series a pat std 31 3 peg lot: 298780, 141310 name: biomet I-beam pri stem 40mm lot: 113370. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple reports were submitted for this event, please reference associated report: 0001825034 -2018 -02253.

Event description:
It was reported that a patient is undergoing a revision procedure due to experiencing limited range of motion. Attempts have been made and no further information is available.